Event description:
It was reported that the device randomly exhibited, "cassette unlocked and keypad unlocked and will stop the pump error." There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a defect in the chassis and contamination of the downstream occlusion (dso) sensor. Visual inspection also found cracks in the dso seal. The dso seal, dso sensor, and chassis assembly were all replaced to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.